Event description:
Report received that the rotary control knob position and the position indicated on the display screen did not match. The device was returned to the biomedical enineering department with an unsigned note that stated,"broke". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing by the user facility, after the control knob of the device was turned to the set vtb1 (volume to be infused) position or to the run position, the display indicated set rate. There were no reports of adverse patient events while the device was in a clinical use.